Manufacturer narrative:
Device analysis: analysis of the lead found the ¿distal tip of the lead was bent.¿ it was noted that ¿normal impedances were measured on all circuits and electrode pair combinations¿ when tested with a known good external neurostimulator.

Event description:
It was reported the patient¿s physician ¿found a broken lead after inserting the lead in the patient¿s brain through c-arm.¿ it was stated there was ¿no¿ patient injury or death and that the patient ¿recovered without sequela¿ after the removal of the lead. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.